Event description:
A tech reported that following intraocular lens (iol) surgery, the lens dislocated due to a possible kink in the haptic. In a f/u, the tech reported that the iol had been repositioned, but was unable to confirm whether there was an issue with the lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 2/17/2012, 2/24/2012, and 3/14/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).